Event description:
It was reported to boston scientific corporation that a microknife xl was used during an endoscopic sphincterotomy (est) procedure performed on (B)(6) 2025. During the procedure, the wire does not come out even if you pull the handle. No further information has been obtained despite good faith efforts. There were no patient complications reported as a result of this event. This event has been deemed a reportable event based on the investigation finding of a wire kinked. Please see block h11 for full investigation details.

Manufacturer narrative:
Block h6: imdrf device code a0406 captures the reportable investigation result of needle bent. Block h11: investigation results. The returned microknife xl was analyzed, and a visual and microscopic inspection found that the working length was kinked and the needle was bent. Functional test was performed, and the device was actuated, and the needle was able to extend and retract as intended. The customer provided a picture where was possible to observe the device being actuated and the needle was unable to extend, however, the device returned did not present the damage observed in the video. Dimensional test confirmed that the device was within specification. No other problems with the device were noted. The results of the analysis performed on the returned device found that the cutting wire was kinked. This problem could be caused by operational factors, the used technique for the device manipulation or by the interaction between the device and a hard surface. The investigation findings and all information available concludes the most probable root cause is an adverse event related to procedure.